Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle was selected for pulmonary vein isolation. During transseptal puncture, the physician was able to cross the septum with the nrg needle, but it was reported that the nrg needle did not respond as normal, and it seemed that the radio frequency (rf) was not delivered. No error code was reported. The device was reconnected still the issue persisted. Extra force was needed to cross the septum. The procedure was completed successfully. No patient complication was reported. The needle has returned for analysis and the investigation is still in progress.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the nrg needle passed flow test, as it flushed properly (pre-decontamination). The device passed visual test, as the active tip length was confirmed to be within specifications. The eprom read testing confirmed that the needle was successfully connected to the generator. Also, the curve was within specifications per the curve overlay, hence the reach of the device was within specifications. Furthermore, no charring on tip and no wear on the distal edge of the heat shrink were noted, along with no relaxation of the curve, indicating device was likely not assembled into a dilator and radio frequency was never delivered. Therefore, the reported allegation is not confirmed based on the inspection results of the returned product. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that nrg transseptal needle was selected for pulmonary vein isolation. During transseptal puncture, the physician was able to cross the septum with the nrg needle, but it was reported that the nrg needle did not respond as normal, and it seemed that the radio frequency (rf) was not delivered. No error code was reported. The device was reconnected still the issue persisted. Extra force was needed to cross the septum. The procedure was completed successfully. No patient complication was reported. The needle has returned for analysis.